Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (100 mg, dose and frequency not reported), amikacin (1 gm, dose and frequency not reported), and imista, intraperitoneally (250 mg in each bag, frequency not reported) and cifran (150 mg, frequency not reported), and flucon (150mg frequency not reported) orally for peritonitis. On an unreported date, the patient's catheter was removed and pd therapy was discontinued because the patient was not recovering. At the time of this report, the patient was not recovered from the peritonitis event. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).